Manufacturer narrative:
.

Event description:
It was reported to gore that on (B)(6) 2016 a patient underwent the placement of a gore&#59400;hybrid vascular graft for av access. The vascular graft was placed in the left arm in a basilic to brachial loop configuration. On the same day, it was reported that the patient experienced steal syndrome and underwent a circuit revision in which ligation/banding/clips were utilized.

Manufacturer narrative:
A review of the manufacturing records verified that the lot met all pre-release specifications. The following fields contain updated information: (B)(4).